Event description:
The 6.7, 3.7, and 4.7 inrs with protime system vs. 8.4 inr with unspecified lab system. Patient therapeutic inr range: 2.0 - 2.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.